Event description:
(B )(4). No serious injury alleged. Malfunction alleged. Dealer states he has had several faults and that the programming was being erased sporadically. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.